Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of the device as the reported issues was caused by user. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after opening the delivery catheter system (dcs) and compression loading system (cls), and while preparing to load the system, a hair was observed to be attached to the cls when cold water was added. Subsequently, a new cls was used to complete the procedure. No patient complications were reported in connection with this event. Additional information was received indicating that the cls sterility was compromised due to user error. The dcs sterility was not compromised.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329, (lot: 0012678289); product type: 0195-heart valves; implant date: na; explant date: na; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after opening the delivery catheter system (dcs) and compression loading system (cls), and while preparing to load the system, a hair was observed to be attached to the cls when cold water was added. Subsequently, a new cls was used to complete the procedure. No patient complications were reported in connection with this event.